Event description:
It was reported that during an ablation procedure this patient with a cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks that occurred in two separate episodes due to oversensing of electromagnetic interference (emi). It was noted that there was no magnet used to turn therapy off. At this time, this crt-d remains in service. No adverse patient effects were reported.